Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a potential over-infusion. Customer wanted to troubleshoot for low blood glucose levels. Customer's blood glucose level was 185 mg/dl. Customer was disconnected during the rewind/prime sequence when set was changed on 07/19/2104. Programming was reviewed and settings were found to be accurate. Customer was advised to speak with his health care professional regarding the low blood glucose levels. Customer advised to monitor the pump and call back if issues persist. No additional information provided.